Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The article was written by tong ma, yi-hui tu, hua-ming xue, tao wen and min-wei cai. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this information was originally reported on 1825034-2016-00679 which referenced a journal article written on a study that this patient took part in. Product location unknown.

Event description:
Information was received based on the review of journal article, "clinical outcomes and risks of single-stage bilateral unicompartmental knee arthroplasty via oxford phase iii". The aim of this article was to evaluate the clinical effectiveness, complications, and functional recovery of ss and two-stage (ts) uka. It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to bearing dislocation. Patient underwent a bearing exchange during revision. No further information has been provided.